Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient passed away. The patient had a fungal infection and did not want to have the pd catheter removed resulting in stopping of dialysis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reported cloudy pd effluent on (B)(6) 2021 and was seen at the pd clinic. A pd effluent culture was obtained, and the patient was initiated on empirical antibiotics (drug, route, dose, frequency, and duration unknown). On (B)(6) 2021 the culture resulted positive for fungal peritonitis. It was determined the patient would require surgery to have the pd catheter pulled (international society of peritoneal dialysis recommendation for fungal peritonitis) and that the recovery from the peritonitis and surgery would be extensive. The patient¿s health was already generally failing and due to their age, the patient and their granddaughter decided not to undergo treatment for the fungal peritonitis and to withdraw from peritoneal dialysis. On (B)(6) 2021 the patient stopped all dialysis treatments and entered into hospice. On (B)(6) 2021 the patient expired. The cause of the fungal peritonitis is unknown; however, there was no report of a cassette leak or other issue with any fresenius product. No additional information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Fungal peritonitis is a critical complication of pd and often associated with treatment failure and increased morbidity and mortality. The patient decided not to undergo treatment for the peritonitis and to withdraw from dialysis completely leading to the patient entering hospice. As a result, the patient expired. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event and subsequent death after withdrawal from treatment. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient passed away. The patient had a fungal infection and did not want to have the pd catheter removed resulting in stopping of dialysis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient reported cloudy pd effluent on (B)(6) 2021 and was seen at the pd clinic. A pd effluent culture was obtained, and the patient was initiated on empirical antibiotics (drug, route, dose, frequency, and duration unknown). On (B)(6) 2021 the culture resulted positive for fungal peritonitis. It was determined the patient would require surgery to have the pd catheter pulled (international society of peritoneal dialysis recommendation for fungal peritonitis) and that the recovery from the peritonitis and surgery would be extensive. The patient¿s health was already generally failing and due to their age, the patient and their granddaughter decided not to undergo treatment for the fungal peritonitis and to withdraw from peritoneal dialysis. On (B)(6) 2021 the patient stopped all dialysis treatments and entered into hospice. On (B)(6) 2021 the patient expired. The cause of the fungal peritonitis is unknown; however, there was no report of a cassette leak or other issue with any fresenius product. No additional information was provided.